Event description:
It was reported that during a lap supracervical hysterectomy, the instrument wouldn't activate with the buttons. The case was completed with the footswitch.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. The hand activation assembly buttons performed as expected. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.